Event description:
A healthcare facility in (B)(6) reported that the gas outlet connector on an rd900 neopfuff infant resuscitator was broken and have requested the repair of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service centre in (B)(4). Repairs were carried out by a trained fph service engineer. Results: visual inspection revealed that the gas outlet port was broken on the returned neopuff infant resuscitator. A lot check revealed no other complaints of this nature for lot number 120529. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". It is most likely that the physical damage observed on the neopuff device was caused by some form of impact. The fascia and the valve system on the neopuff device were replaced and the device was then returned to the customer facility after passing the necessary safety and performance tests.